Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -16.00/+2.5/093, during the same surgery due to the lens tore during delivery into the patients left eye (os). There was no patient injury. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was replaced on (B)(6) 2022 with another same model/length lens and the problem was resolved. The eye was normal and the patient was happy. Claim # (B)(4).